Manufacturer narrative:
According to the complainant the device will not be returned for investigation. Lot release records were reviewed and the product lot met all acceptance criteria. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. Locked down smartphone: lockdown omnipod software app version: 3.1.6 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
Patient confirmed wearing a pod on the skin for an unknown duration of use. At the time medical attention was sought and stated that increasing blood glucose levels that would not decrease led to hospitalization. Medical attention was sought on (B)(6) 2026, with a hospital stay of two days and discharge on (B)(6) 2026. The patient reported vomiting blood and received a diagnosis of diabetic ketoacidosis. No information was provided regarding specific blood glucose values or the type of treatment administered during the hospitalization.